Manufacturer narrative:
The device has been returned for evaluation; however, the evaluation has not yet been completed. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer has experienced high bg levels (250-300 mg/dl) over the past four days. During troubleshooting it was found that there was no insulin coming out of the end of the tubing. The customer switched to the alternative method to manage her bg levels.